Event description:
It was reported that the patient was implanted with trochanteric fixation nail and helical blade in the right femur on an unknown date. The patient presented to a different surgeon for exam and x-rays on an unknown date. X-rays revealed a non union and the tfn nail was broken at the distal screw hole. The patient was returned to the o.r. On (B)(6) 2013. The nail, helical blade and distal screw were removed and the patient was revised to a lateral entry nail. Patient is reportedly recovering well. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed; no conclusion could be drawn, as no product was received.